Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a cardioblate lp standalone device, the patient underwent mechanical mitral valve replacement, tricuspid valvuloplasty, left atrial appendage excision, and atrial fibrillation radiofrequency ablation. During the atrial fibrillation procedure, while the surgeon was adjusting the angle of the jaws, there was a sudden ¿click¿ sound. Upon careful inspection, it was found that the connection between the forceps jaws and the neck of the bipolar forceps was damaged and had a crack. After a thorough search, the missing fragment was located. To ensure surgical safety, the bipolar forceps were replaced. Medtronic received additional information that the missing piece fell into the patient. Medical personnel recovered the defective part. Medtronic received additional information that forceps were used to retrieve the missing piece.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the customer directly used their hands to find the fallen fragments on the operating table. D4.2 expiration date h4. Device mfg date: these fields were added. Correction d4.5 unique identifier (UDI)# medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.